Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had to go to the hospital with blood glucose levels of over 250 mg/dl while wearing the pod for 4 to 24 hours on the arm. The patient's mother stated the patient was treated with intravenous therapy with insulin and serum at the hospital. The patient's mother reported that the pod had been removed and disposed of at the hospital. The patient was released after 2 days.